Manufacturer narrative:
(B)(4) the device was manufactured (B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the povidone-iodine on the sponge of a minicap was ¿almost dried out.¿ this was noted upon opening the foil packaging. The reporter stated that there was no noticeable damage to the foil packaging or the shipping carton. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.